Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was high pacing impedance on the left ventricular (lv) channel. X-ray was performed and there was no evidence of dislodgement. However, there was excess slack of the lv lead in the coronary sinus. The device was reprogrammed to resolve the event and the patient was stable.